Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found the battery was at normal end of life. Evaluation codes were updated upon device analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported an end of service (eos) code that occurred on a rechargeable implantable neurostimulator (ins). There was an allegation of dissatisfaction with ins longevity as the rep believed the eos occurred before the 9 year life. The ins was already replaced and the rep wanted to return the ins for analysis. No overdischarges were noted. The ¿ros¿ was noted to have occurred on (B)(6) 2016 by the rep. The rep also stated she was not sure when the initial eos was seen by the patient. It was noted the rep called to ask questions about the clinician programmer as the patient was programmed aggressively. Discussion occurred about a patient who had a complicated programming in his ins. The rep was able to interrogate the ins to get the settings. There were no applicable symptoms reported. Relevant medical history included chest wall and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.